Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose readings, hospitalization and display anomaly from the insulin pump. The customer's blood glucose reading during time of admission was 11 mg/dl. The customer stated that she was possibly infused. The customer stated that the pump had a black screen. The customer stated that the pump was either exposed to extreme temperature or direct sunlight. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump was received with a frozen full segment display due to a shorted/burned electronic component on the mother board, interface board, lcd board, radio frequency board and a burned motor flex cable. Unable to perform the functional testing due to the frozen screen. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.